Event description:
Physician attempted arteriotomy closure with a perclose proglide device following a diagnostic procedure. The physician used the knot pusher to "deliver the knot." When the knot pusher was retrieved a "chunk of tissue" was found. The tissue sample was sent to pathology and it was found to be arterial tissue. Hemostasis was achieved with the use of the device and compression.